Event description:
On (B)(6), 2012, I was sterilized with the essure product. Essure was implanted in my fallopian tubes w/o my consent at (B)(6) in (B)(6) by (B)(6) from 2am-4am. I was released on (B)(6), 2012. Since then, I have had a severe allergic reaction- swelling of wrists, ankles, legs, redness of the eyes, sneezing. Also, I have had pelvic pain; abdominal pain and bloating; and unexplained weight gain from (B)(6) lbs at the time of implant to (B)(6) lbs.